Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16oct2018. (B)(4). Philip's field service engineer (fse) evaluated the unit and confirmed the reported issue in the unit's diagnostic report. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit displayed error code messages of vent restarted and a general board setting. The customer reported there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 13may2019. Date of report: 23may2019. The customer reported that the error was found during planned preventative maintenance. The field service engineer (fse) confirmed the reported issue. The fse speculated that the issue may have been due to invalid or corrupted information, unanticipated situations, or object allocation errors. The fse recommended the replacement of the central processing unit (cpu), and also the power printed circuit assembly incase the issue was arising from a power failure. Multiple attempts have been made to try to obtain further repair information or planned repair information, but no confirmation of further repairs was obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.